Event description:
While trying to administer an injection of lidocaine, the needle allegedy disconnected from the protection device. The patient received lidocaine exposure in the face. The clinician received lidocaine exposure in the eye. No treatment beyond cleaning reported.